Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient's right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2023. No patient condition was reported.

Event description:
New information received indicates that the patient presented to the hospital for a scheduled pacemaker changeout. Prior to opening up the pocket, right atrial (ra) lead exhibited high capture threshold measurements. The patient was in stable condition throughout.